Event description:
The pt was electively taken to the cath lab for ptca. The following medications were given within 24 hours before the procedure: aspirins, beta blockers, statins, and plavix. The following medications were given during the procedure: unfractionated heparin. The target lesion was the left main coronary artery. The lesion was de novo, classified as bifurcation was not present; calcification was classified as little or none. The pre-procedure diameter stenosis was 95%. The pre-procedural timi flow was I. Pre-dilation stenting technique was used. The pt had rotablator or their lmca. A cypher stent (3.5 x 8 mm) was successfully deployed at the lmca with timi 1 flow. The pt was subsequently noted to have a dissection of the lmca into the lad distal to the stent. They then developed chest pain and was found to be in vfib. Cardioverted and required versed/fentanyl ivp for agitation; afterwards was hypoxic with o2 sats in 60's bag-masked ventilated for approx one hour due to presence of difficult airway, but ultimately fiberopticall intubated. Intubation, was hypotensive and started on levophed/pitressin. Rhc post-intubation showed rap 20, rvp 40/20, pap 40/28, pcwp 28. They were given lasix, cardioverted for a fib, had foley balloon inflated in prostatic urethra with 700 cc gross hematuria, and was transferred to ccu for further management.